Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm when the battery was changed. Customer also reported the alarm occurring in the middle of the day. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer also stated the alarm was recurring during normal use. The customer stated they had to change the battery several times for the insulin pump to function. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint on the interface board. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was with partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.